Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failures alarm twice. The customer¿s blood glucose level was unknown at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. It was reported that the insulin pump did not pass the self test. The customer was advised to revert to the back-up plan as per the healthcare professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in device history with variable due to broken trace at pin on keypad assembly.